Event description:
It was reported "suspected iab rupture". Additional information states that the iab catheter was removed and replaced. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The serial number of the returned sample is (B)(6). Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Re-turned for investigation was a 50cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) with-out the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Returned with the sample was supplied 50cc inflation driveline tubing. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Bends to the central lumen were noted at approximately 33cm, 58.5cm and 73cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the bladder/helium pathway. The fos cable was visually inspected; no damage or abnormalities were noted. The fos (sc) connector was examined. The fos white connector was properly seat-ed in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 33cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 9.5cm from the iabc luer; which is the location of the previously noted bend. The fos (sc) connector was connected to the iabp without difficulty. The pump displayed the fos status as "connected". The fos was recognized and zeroed by the iabp. The pump status dis-played "ok" indicating the fiber is fully intact. A device history record (DHR) review was conduct-ed for the lot number with no relevant findings. The device passed all manufacturing specifica-tions prior to release. The reported complaint for "suspected iab rupture" is not confirmed. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No fur-ther action is required at this time.

Event description:
It was reported "suspected iab rupture". Additional information states that the iab catheter was removed and replaced. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.